Manufacturer narrative:
The customer's report was observed and attributed to a system interconnection color cable that was not properly seated at a connector. The cable was reseated to correct the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen showed colored lines and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.